Manufacturer narrative:
The event(s) reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated and the following was observed: longitudinal and j tear balloon burst observed. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual evaluation. Dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. Measurements met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on evaluation of the returned product. Available information suggests patient factors (calcification) likely contributed to the event as the case notes stated that there was moderate calcification in the lvot or stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra valve in the aortic position, during valve deployment the 29mm commander delivery system balloon ruptured and the valve had pvl. A second 29mm commander delivery system was prepped and inflated with +1cc of fluid to fully expand valve and reduce pvl.